Manufacturer narrative:
Additional manufacuring narrative: other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Masimo initiated a recall for this issue and notified us FDA on 2/15/2024. The recall number is z-1538-2024. H3 other text : device not returned.

Event description:
The customer reported "there was no noise coming from the rad-g nor was there any display on the screen (midwives indicated the equipment had turned off)." There was no patient impact or consequence reported.